Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis; and the patient subsequently passed away. The breach in aseptic technique was further described as the patient had a wound on their hand that was not properly covered while performing therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis while hospitalized. Eleven days after the event, the patient was transferred to a rehabilitation facility. Treatment at rehab was unknown. On an unknown date, the pd catheter was removed and the patient was switched to hemodialysis. Sixteen days after event onset, the patient passed away. The cause of death was reported as cardiac arrest with a secondary cause of peritonitis; however, it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.